Event description:
Sales rep phoned on 9/22/99 and related an incident wherein the pt was revised due to the fixed head on an old fixed head aml stem) becoming disassociated from the stem. He called back on 9/27/99 and advised the pt is a female with sickle cell anemia; age & size unk. The primary surgery was in 1983 and the cup remains well fixed. The hosp pathology lab is studying the broken prosthesis as they are unfamiliar with this implant. The sales rep believes they "may" release it to co after their evaluation.